Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a corrupted display at the bottom; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no report of patient/user involvement, injury or medical intervention in association with this event. The user interface module master software version is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with bottom display is corrupt was confirmed during evaluation. The cause of the reported condition was determined to be pumphead display cables being loose. The pumphead display cables were tightened to resolve this problem. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s.